Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call the customer was hospitalized due high blood glucose and diabetes ketoacidosis on (B)(6) 2018. The customer's blood glucose was 358, 600 mg/dl. The customer was treated with the insulin drip and insulin pump. The drive support cap was appeared to be normal. The troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.